Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer addressed low blood glucose levels by consuming glucose tablets, milk, and other sugary items, but no third-party assistance was required, and there was no loss of consciousness or injury. Customer contacted cts for help, who advised reaching out to their healthcare provider to revert the pump settings to their original state, as the issue was not due to user error.